Event description:
It was reported that the customer was hospitalized on (B)(6) 2022 due to low blood glucose and diabetic ketoacidosis. Customer blood glucose level was 2.7 mmol/l. It was reported that insulin pump had received insulin flow block alarm in history. Self test was performed and was okay. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = clear the customer passed away on (B)(6) 2022. The customer was hospitalized for low bg's/ketoacidosis and the pump alarm history screen had alleged insulin flow block alarm on (B)(6) 2022. On a related svn (B)(4) was the deceased report (event date (B)(6) 2022). Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the event date 11-jan-2022 listed on smartsolve and the days prior to the event date. (B)(6) 2022 dailytotalofallinsulindelivered = 0 (B)(6) 2022 dailytotalofallinsulindelivered = 0 (B)(6) 2022 dailytotalofallinsulindelivered = 0 (B)(6) 2022 dailytotalofallinsulindelivered = 0 (B)(6) 2022 dailytotalofallinsulindelivered = 0 (B)(6) 2022 dailytotalofallinsulindelivered = 0 (B)(6) '2022 dailytotalofallinsulindelivered = 0. There was no "no delivery alarm" on the event date (B)(6) 2022. However there was no delivery alarms noted on (B)(6) 2022 on the formatted history file. (B)(6) 2022 03:06:00.000 alarmalertnotification faultnumber = no delivery (7) (B)(6) 2022 03:18:00.000 alarmalertnotification faultnumber = no delivery (7) (B)(6) 2022 03:22:00.000 alarmalertnotification faultnumber = no delivery (7) device passed the functional testing. Unable to confirm alleged low bg's/ketoacidosis. The customer alleged insulin flow block alarm/no delivery alarm is not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.